Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was giving incorrect o2 readings. Calibrated gas was used to determine that the device was reading 17-18%, when it should have been the expected 21% o2. This device was not in patient use and the issue was found at set-up. Investigation summary: the customer was provided with a replacement device and the reported device was sent in for evaluation. The device, (gf-210ra, serial number (B)(6)), was returned, decontaminated, cleaned, and evaluated. During evaluation, a visual inspection was performed. There was no physical damage or fluid intrusion noted. During functional testing, nihon kohden repair center (nk rc) was able to verify and duplicate the reported complaint, as the unit had low readings for o2. Due to possible malfunctioning parts, the gas module was replaced with a new gas module, part number cd-314p-04, serial number (B)(6). The defective gas module was noted to have the following part number, (cd-314p-02 s/n (B)(6)), and the part was scrapped, after replacement. The device was then tested, per the operator's/service manual and completed 24 (twenty-four) hours of extended testing and operated to manufacturer's specifications. Once the device passed all inspection and testing, meeting specifications in all areas, the device was dispositioned/transferred to inventory. Based on the available information, nk rc was able to confirm the reported issue was due to a malfunctioning gas module. A review of the device history and facility trending revealed this to be the only complaint for this device found in the past 3 (three) years. As such, this is an isolated incident with no significant trend that would warrant any corrective action. Devices and internal components are expected to become damaged overtime due to degradation and damage from wear and tear, which can be mitigated by the user/facility performing preventative maintenance.

Event description:
The biomedical engineer reported that the multigas unit was giving incorrect o2 readings. Calibrated gas was used to determine that the device was reading 17-18%, when it should have been the expected 21% o2.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving incorrect o2 readings. The calibrated gas was used to determine that the device was not functioning correctly. The device in question read 17-18% when instead it should have read the expected 21% o2. Hence the unit was pulled from service and an exchange was requested. This device was not in patient use and found at set-up.